Manufacturer narrative:
The lot number was not provided. Manufacturer's investigation conclusion: he reported event was confirmed during the evaluation of the returned graft. The graft was returned cut into two segments, measuring 28.5cm and 21.5cm. Visual inspection found that the reinforcing monofilament was unraveling from one end of each segment. The outer layer of the grafts appeared torn and wrinkled adjacent to the unraveled monofilament. It appeared that the monofilament had been pulled out from the graft, however, the cause of the could not be conclusively determined. The vectra vascular access graft IFU states that the graft should not be pulled (axially elongated) or stretched during handling at implantation. The graft should be trimmed long enough to prevent stress on the anastomosis and allow for a full range of body motion when implanted. Excessive elongation or stretching of the graft will damage the microporous layers of the graft. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the implant procedure, the graft allegedly came apart. The patient was reportedly not symptomatic or injured due to the event. No further information was provided.